Event description:
It was reported that the customer passed away in a hospital. The caller stated that the customer was at home, with the mother. He was doing physical therapy and they cut it short. The therapist left and the customer fell asleep. The mother could not wake him up and called the paramedics. The customer was hospitalized on (B)(6) 2015. The cause of death was massive brain bleed. The mother has not gotten the death report yet. The customer's blood glucose at the time of death was 155 mg/dl. The customer was wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Insulin pump passed all functional tests. Insulin pump was received without a battery. Insulin pump had a scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.